Event description:
It was reported via medwatch that a pt with a baclofen pump was hospitalized 12 days due to an inability to walk. Treatment for the pt included oxycodone and the pt has not recovered. The pt was receiving avonex therapy which was discontinued (no reason provided). No device serial numbers or pt identifiers were provided sufficient to locate the pt in the MFR's device registration system.